Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The screw was returned in original packaging. The laser marking on the screw matches with the batch number#62707p1 referred in the complaint description. Traces of usage are clearly visible on the screw head and specifically, within the drive. The recess was not milled until the bottom, some material was not removed by the tool. All dimensional characteristics that could potentially contribute to the reported condition were inspected. It was determined that not all of the inspected characteristics fell within the applicable specifications. The dimensional inspection revealed out of specification results that could contribute to the reported condition. The overall complaint was confirmed as the observed condition of the lockscr f/nails ø5 l 38 xl25 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.045.038ts. Lot number: 62707p1. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19 may 2025. Manufacturing site: jabil grenchen. Expiry date: 01 may 2030. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for femoral trochanteric fractures. The surgeon was not able to hold the screw in question with xl25 screwdriver. It seemed that the threads inside the screw head for retention pin were missing. Other sizes of the same product were able to be held and locked. The surgery was completed successfully with no surgical delay. No further information is available. During manufacturer's preliminary investigation of the returned device it was identified that threads were not missing; the star drive was damaged stripped.